Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock lead impedance measuring 126 ohms. Technical services discussed troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.